Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The representative discovered a piece of debris causing an obstruction between the pins on the upper catv connector of the interface (umbilical) cable connector. The debris was removed, and the system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, when starting the imaging system, the viewing station of the imaging system displayed an error message stating "individual battery failure". Additionally, the pendant on the imaging system displayed standalone mode. The site then elected to perform the procedure without navigation and medtronic imaging. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.